Event description:
It was reported that the patient's device exhibited oversensing of electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.